Manufacturer narrative:
(B)(4) manufactures the s5 system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of (B)(6). Through follow-up communication, (B)(4) was informed by the customer that the issue was likely caused by an over-occluded pump. The customer canceled the service call. No further action will be performed. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
(B)(4) received a report that a s5 system displayed an motor control error during a procedure. There was no report of patient injury.